Manufacturer narrative:
The reported complaint of occluded elbow was verified. It was determined that this defect originated in the mold cavity for the breathing circuit elbow. To correct this problem we have voluntarily recalled all affected product. Product will be reworked and a new elbow will replace the affected elbows. Effective immediately all breathing circuits will be 100% tested for flow and leakage, as well as an increased level of visual inspection. The visual inspection includes using a pin gauge designed to detect occlusions. In addition, we are in the process of mfg a new mold for the elbow component. No further info is anticipated for this report.

Event description:
Pt hooked up to anesthesia breathing circuit. Pt was not getting air due to obstruction of mask elbow. Doc disconnected elbow and connected mask directly to tubing. Pt was stabilized.